Manufacturer narrative:
(B)(4).

Event description:
The user is questioning the "no shock advised" announcement given by the device. Patient outcome is unknown.

Event description:
The user is questioning the "no shock advised" announcement given by the device. Patient outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.